Event description:
Complaint alleges that the handle initially worked when tested, but upon applying gr blade it did not work. The alleged defect occurred during pre-testing prior to pt use.

Manufacturer narrative:
(B)(4). The sample was not returned for eval; therefore, the complaint could not be confirmed. If the sample is returned, a follow up report will be submitted with investigation results.